Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 455 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 455 mg/dl. Customer required assistance in administering a manual injection to correct their bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.

Manufacturer narrative:
B1 b2 b5: replace b5 statement h1